Event description:
The pt was admitted to reporting facility to undergo laparoscopic bilateral salpingo-oophorectomy. During the procedure the surgeon was using the suspect medical device and after gripping tissue the device, he could not get the device to release the tissue in its grip. The surgeon used bipolar electrocautery and an electrosurgical unit (esu) to free the tissue. The user facility report also indicated/stated that the outcome of the surgery was good, no ill affects to the pt.